Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Difficulty imaging due to patient anatomy. One clip was implanted and the physician decided to implant a second clip due to residual mr. The clip delivery system (cds) was advanced to the mitral valve; however after several grasps were performed the mr was not sufficiently reduced. A suspected leaflet perforation of the anterior mitral leaflet (aml) and a pre-existing small cleft were thought to be the cause of the inability to reduce mr. The clip was eventually deployed lateral of the first clip. An additional clip was also implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported poor imaging is due to a combination of procedural conditions and challenging patient anatomy. The reported tissue damage appears to be due to challenging patient anatomy. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.